Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article or to match the event reported with previously reported events.

Event description:
Literature: ruan x, liu h, couch jp, wang f, chiravuri s. Recurrent cellulitis associated with long-term intrathecal opioid infusion therapy: a case report and review of the literature. Pain medicine. 2010;11(6):972-976. Summary: the authors present a case of recurrent cellulitis in an elderly lady with persistent leg edema associated with intrathecal morphine/hydromorphone infusion therapy. Event: the authors report on a (B)(6) female, with intractable chronic low back pain and bilateral leg pain treated with an intrathecal infusion of morphine up to 5 mg/day over 3 months with satisfactory pain control developed progressive lower extremity edema, complicated by recurrent cellulitis with fever, requiring repeated hospitalization and intravenous antibiotic treatment. Switching to intrathecal hydromorphone helped minimally. Intrathecal baclofen and clonidine infusion resulted in complete resolution of leg edema and pain relief over the following 12 months.